Event description:
It was reported that one day after implant, the lead impedance measurement and capture threshold increased. An x-ray was recommended to evaluate the lead position. The physician opted to monitor the patient instead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.